Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735762, serial/lot #: (B)(6). H3: a medtronic representative went to the site to test the equipment. Testing revealed that no faults or failures were found. The navigation system then passed the system checkout and was found to be fully functional.  H6: b01, c19 and d1501 apply to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon felt the system was responding more slowly than usual, with most actions appearing to be delayed by a few seconds. The surgeon also expressed concern that the em field seemed smaller than expected. The site confirmed there was no metal interference present. The tracking details page appeared normal, and the tracker was within the expected em working field. However, the site continued to feel that the effective em working range seemed "off." The site was initially unable to obtain a passing registration and restarted the unit. Following the restart, they were able to achieve a 2 mm registration, which they were satisfied with. Despite the improved registration result, the site continued to express concerns regarding the overall responsiveness of the system. The products were not returned for analysis; therefore, we were not able to determine the root cause of the reported event.